Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer found the network cable between refrigerator and main station had been broken. The site needs a 40' cable and informed the pharmacy escort. The site pharmacy will be opening it ticket to get replacement cable of sufficient length for routing to unit. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed refrigerator. The customer stated that when you try to recover the refrigerator, the screen automatically goes to a screen that says it has failed, and maintenance needs to be contacted. The issue was causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.